Event description:
Blood port on the triset inverted and leaking when flushed. Manufacturer response for triset, (brand not provided) (per site reporter). Yes, they were made aware on [date redacted]. Currently awaiting manufacturer response.